Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark, with no power source alert confirmed due to the screen issue. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.